Event description:
False positive result (s). I am not a person who typically writes online reviews, but for all of those using these tests for the holidays I think it's important to know about documented instances of these tests being inaccurate. I found out someone I had been in close proximity to had tested positive and immediately went to purchase an at-home test for a preliminary result. Cvs was sold out of binax, so I hesitantly purchased two flowflex tests. I tested positive with one and negative with the second test (although hours later it also showed the faintest positive result). I was extremely anxious for 24 hours before testing negative with a rapid antigen test. A pcr test also confirmed the negative result two days later.